Manufacturer narrative:
Sections b5 and d6b: updated with event updates. Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: complaint- (B)(4).

Event description:
A health care professional reported that the pump was explanted on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that the volume of undelivered drug remaining in the pump reservoir was greater than the expected volume based upon the programmed infusion rate in (B)(6) 2016 and (B)(6) 2017. On (B)(6) 2017, it was reported that a catheter revision surgery was performed on (B)(6) 2016 in an attempt to address the issue of the volume of undelivered drug remaining in the pump reservoir being greater than the expected volume. Pump therapy is intended to treat cervical disc displacement with hydromorphone at a dosage of 5.76 mg/day and bupivacaine at a dosage of 6.92 mg/day. There were no patient effects reported.